Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of pain relief in the patient¿s back and legs and an unexpected charge depletion overnight. It was found that this was due to programming and reprogramming found a high charge burden, which was changed. They were pending follow-up with the patient, noting they had an appointment scheduled for (B)(6) 2019. The event was noted to be ongoing. No further complications were reported or anticipated. Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was early charge depletion with the loss of pain relief. Additional information was received from a healthcare professional (hcp). It was reported that the hcp received word that the patient had turned off their stimulator on approximately (B)(6) 2018 and the therapy was suspended. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that reprogramming was done on (B)(6) 2018 and the therapy was suspended on (B)(6) 2018. Per an ov on (B)(6) 2019, the patient would remove the device with lumbar decompression/fusion surgery and they would be exited from the study as the therapy had been inactive since (B)(6) 2018. It was noted that the event was patient related and due to usability issues with the charger. Diagnostics performed included imaging on (B)(6) 2019, which showed lumbar disc fusion and decompression needed to relieve the pain; surgery was scheduled to relieve the pain and remove the device. The outcome of the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep did not need to disable/re-enable the ins to recover it following the passive recharge mode cycles. After charging the ins, they were able to reprogram the patient to get effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. The patient did not have the system explanted. It was reported that it had been eight months since the patient had charged the implantable neurostimulator due to the therapy not working for the patient. There was no trauma or fall noted to be related to the issue. The patient was seeing the no device found message on the patient controller. The manufacturer representative was not able to charge the implantable neurostimulator on the day of the report. The manufacturer representative was in passive recharge mode with an antenna locate reading of 95-97 with the middle number at 96. They have completed one cycle and they were in the middle of the second. It was reviewed that the manufacturer representative could try disabling/re-enabling following the passive recharge mode. Following recharging the implantable neurostimulator, the manufacturer representative was going to work on programming the implantable neurostimulator to try and get better coverage for the patient. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the date/scheduled date of the device explant surgery was unknown as the patient was exited from the study on (B)(6) 2019- after the therapy was suspended. No further complications were reported/anticipated.